Event description:
The rptr did meter to hcp meter comparison tests. Rptr's reading was 323 mg/dl, and the hcp meter (type unknown) result was approx 263 mg/dl; rptr was uncertain of the exact number. Rptr did not have any symptoms. The report states that the hcp meter was a dr's meter in 'the emergency room'. No harm was alleged. Followup attempts to contact the rptr for clarification and add'l info on the tests have not been successful.